Event description:
The customer reported that the device failed to power up. There was no report of pt impact.

Manufacturer narrative:
(B)(4). The customer reported that the device failed to power up. There was no report of pt impact. The device was evaluated locally by a philips fse and replacement of the control pca resolved the reported symptom.